Manufacturer narrative:
Eval result: bumper strip.

Event description:
It was reported by svc report that the bumper strip was sticking out from the litter and sharp edges were exposed. No pt involvement or adverse consequences are reported.